Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. Evaluation observed no issues with volumetric output or related pump functionality upon running a primary and secondary infusion test. The device was found to deliver within specifications. The reported device did not infuse dose was not verified during evaluation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse a secondary medication (micafungin) despite the proper programming of 2 doses (dose, programmed amount and delivery rate unknown) in the inpatient oncology department (4 oncology). The process step of the reported problem was after programmed. The patient did not receive the a.m. Dose and the registered nurse noticed the dose had not infused at the time the medication was hung so the patient received the dose later than ordered. There was no known patient injury or medical intervention associated with this event. No additional information is available.